Event description:
It was reported that the right ventricular lead exhibited sensing noise. This inhibited pacing on this pacer dependent patient and the noise was determined to be myopotential with deep breathing. Programming changes were performed. There were no patient consequences.